Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have had "some issues", and their heart rate went up to two hundred and twenty beats per minute. Follow-up with the clinic indicated that the patient has chronic atrial fibrillation and atrial flutter, and subsequently reprogramming was performed with the device. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.